Event description:
It was reported that the customer needed assistance with the sensor. The customer also stated that she was hospitalized on (B)(6) 2014 due to low blood glucose levels. The customer stated that her blood glucose at the time of admission was 21 mg/dl. The customer stated that she was busy preparing to go out of town when the event occurred. The customer stated that the settings of her insulin pump needed to be changed, which could have been the cause of the low blood glucose levels. The customer declined troubleshooting because she had already contacted her healthcare provider to adjust the settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.